Event description:
It was reported that the saw blade broke during a procedure. No adverse consequences were reported.

Manufacturer narrative:
The blade subject to this complaint was returned for evaluation. It was visually confirmed that the blade had snapped on the upper side of the mount on one side. It was not possible to determine the root cause for this breakage.